Event description:
On or about (B)(6) 2007, the plaintiff's was implanted with an ams monarc sling, "to treat pelvic organ prolapse and/or urinary incontinence." It was alleged by the plaintiff's attorney that the "plaintiff began experiencing infections, pain, pain with sexual intercourse, bowel problems, urinary problems and the need for additional surgery sometime after implant." It was also alleged that the, "plaintiff suffered, and continues to suffer serious bodily injury and harm," and continues to receive treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.